Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as bad stitching/sewn wrong.

Event description:
Sling ripping at the seams per the customer.